Event description:
It was reported that a biliary stent placed in the superior vena cava allegedly fractured. After dilation and insertion, films taken indicated the stent was fractured and the top was sideways. It was reported that the tracking path was not tortuous. A 0.035 guidewire and a 7f sheath were used for the procedure. The physician has left the stent in place and it was reported that the pt was asymptomatic.

Manufacturer narrative:
The investigation is currently underway.